Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: investigation revealed a bolus button leak. Moisture was observed inside all internal pump: on display and on all boards. No damage or peeling was found to the keypad. The keypad was removed: no evidence of contamination on key contacts. Due to moisture, there was a blank display at power up with audible tones and vibrations. Investigators were unable to fully investigate complaint about keypad tactile changes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue.